Event description:
Initial report: this non-serious case from (B) (6) was received from a cosmetologist on (B) (4) 2010 and has been forwarded by local affiliate (B) (4). This case involves a pt (gender and age nos) who received an injection of poly-l-lactic acid (sculptra) 2-3 months ago. No add'l treatment details were reported. On an unk date, the pt developed a visible perioral nodule. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment - unk. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B) (4). Add'l info received on 21-apr-2010 in the form of ptc investigation results: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the dhrs and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info received on 10-may-2010 from a health care professional: based upon this new info and upon medical review, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The pt received two injections of poly-l-lactic acid, one on (B) (6) 2009 and the second one on (B) (6) 2009. The pt received 2 ampules during the first session and 1 ampule the second session. Poly-l-lactic acid was reconstituted with 4 ml of sterile water and 2ml of lidocaine. It was injected into the nasolabial folds, zygomatic arch, jaw line, and tear through chin. Nodules to bilateral cheeks developed. A nodules appeared on the right cheek and was 0.5 mm in diameter and visible, and another appeared on the left cheek which was 0.3 mm in diameter. The event is ongoing and has been ongoing for six months. Corrective therapy was not specified. There was no suggestion of a systemic process occurring in association with the event. The event did not lead to permanent impairment of a body function or permanent damage to a body structure.